Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient device will not turn on/device not functioning, other thermal issue, other harm/injury (detail in notes), device is not working. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation manufacturer observed the control knob, air inlet filter and sd card cover were missing. Several light scratches were observed at the rear of the bottom enclosure and on the left panel, small scratches on the top and bottom enclosure. Dust-like contamination was observed on the right panel, in the iso port, on the blower cap, and walls of the bottom enclosure. A small amount of dust-like contamination was observed on the interior side of the flip lid, on the dry box, and inside the bottom enclosure/lower base. An unknown brownish contamination was observed in the lower base. Manufacturer confirmed the presence of degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.